Event description:
During a laparoscopic cholecystectomy, several of the clips that were applied to the cystic artery and duct did not form properly. They were removed and reapplied. There was no pt consequences.